Manufacturer narrative:
The device was received for evaluation. During functional testing, the device shutting down on it's own was not reproduced. The evaluator ran a loaded set and tested the pump with the customer power cord. No interruption in power was observed. There were no visual abnormalities that could cause or contribute to the reported problem. No pump correction is required. The customer did not return a battery module with the pump. A review of the event history log revealed a single event of "improper shutdown!" Message in the history log. A "battery low!" Preceded the message. An "improper shutdown!" Message occurs at power up after all power to the pump is lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shut down on its own during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.